Manufacturer narrative:
Replaced burned pneumatic module (motor internals were damaged), faulty switching board and power supply board to fix the reported issue. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during patient use, unit had a smoking smell. There was no reported patient injury.